Event description:
Based on information reported to davol by the surgeon: on (B)(6) 2011 - implant of collamend fm for major and peristomal hernia several months after initial hartmann procedure. It was reported that the initial procedure was to repair an already existing hernia following a car accident. The patient then went home. The operation was followed by severe post operative complications. The patient had hyper therma phenomenon for which the patient presented himself to the hospital. On (B)(6) 2011 - patient hospitalized due to abdominal pain & infection. An abdominal scan was performed showing a collection of fluid around the median incision and around the implant. Patient treated with broad spectrum antibiotics with positive outcome. Partial explant of the graft. Patient discharged (B)(6) 2011. Local care consist of the use of mesh with isobetadine. On (B)(6) 2011 - patient is evolving in the right direction. The renal insufficiency was due to the antibiotics taken during the intervention. The problem is still the dehiscence around the median scar plate. It was possible to see the implant through the dehiscence. The first treatment was to introduce mesh with isobetadine within the opening, care with aquacell was done daily. On (B)(6) 2011 - patient is evolving in the right direction. There is a partial exteriorization of the implant through the defect. The section of the implant is removed. It is decided with the patient to proceed shortly to the removal of the whole implant under general anesthesia. On (B)(6) 2011 - removal of remaining implant.

Manufacturer narrative:
The patient is reported to have developed wound dehiscence and an infection after implant of a collamend fm graft. However, no culture reports or other medical records have been received. While there is no indication that the graft is the source of the reported infection, the product's IFU states: "if an infection develops, treat the infection aggressively." A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. Additionally, it does not appear that the mesh has been explanted. Based on the information provided, we are unable to determine whether the graft may have caused or contributed to the reported event. If additional information is provided, a followup MDR will be submitted.